Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged, ar-9670-1, graft preparation station, batch number 37621939, was received for investigation and the visual evaluation noted damages at the 'angle knob' (see evaluation picture 3). Functional testing found that the 'angle knob' is stuck and not rotating freely. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2020.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the univers revers shoulder surgery that the adjustment screw of the ar-9670-1 could not be moved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.